Event description:
The patient reported a loss of stimulation. An exploratory surgery was performed and the lead extensions were found to be the source of the complaint. The extensions were replaced and the patient is reportedly doing well.